Manufacturer narrative:
Product event summary: the device was returned, analyzed and analysis indicated an issue with the longevity estimator. It was noted battery status shows used battery capacity of 1560.6 mah; the device battery longevity was not calculated due to programmer software not expecting used battery capacity greater than the assumed maximum deliverable battery capacity of 1550 mah.

Event description:
It was reported that during a device interrogation, an error message was observed on the programmer, which indicated there was a battery calculation error and the battery longevity figures and other battery figures were no longer correct for the implantable pulse generator (ipg). It was noted the ipg had calculated that it had used more battery capacity than was actually used. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.